Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over a year since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was unknown if there were any deviations in the reprocessing that was performed from the information provided. Therefore, the cause of the material remaining in the device could not be specified. The event can be detected/prevented by following the instructions for use: gif-1200n operation manual chapter 3 preparation and inspection. Gif-1200n reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: suction cylinder was shaved; the control unit, up/down knob, right/left knob, forceps elevator lever, switch box, grip, scope cover, suction connector, and scope connector cover unit had a scratch. Due to wear of angle wire, the play of up/down knob is out of the standard value. Due to wear of angle wire, the bending angle in up direction does not meet the standard value. The cleaning, disinfection, and sterilization (cds) was performed by the customer before it was sent back to olympus for repair, the customer did not know when the foreign material may have adhered to the endoscope or what the material may be. There was no delay in the start of precleaning. It was unknown whether the customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. It was unknown whether the customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes or sponges. It was unknown whether the customer flushed the air/water nozzle with the detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the gastrointestinal videoscope had defective air and water supply. The issue occurred during preparation for use before the diagnostic procedure. There were no reports of patient harm. The device was returned and evaluated; the nozzle had foreign objects due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.